Manufacturer narrative:
Initial 4 of 6e1:name (B)(6) based on the available information, this event is deemed to be a reportable malfunction.to date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA registration numberreporting site: 8021545manufacturing site: 3003442380.

Event description:
Event occurred in italyit was reported that the patient experienced six infusion set fell off events on (B)(6) 2026. The infusion sets were used for less than a day.